Event description:
During a bypass procedure, and towards the end of the case, the perfusionist attempted to turn the unit switch to on, while administering a dose of cardioplegia. The device indicated the message "add water." Perfusionist felt that there was adequate water in the device, and the message was in error. Device was replaced with a second unit, and the case was continued with no effect to the pt.